Event description:
Collimator exchange motion was interrupted. A ball bearing was dropped. There was no report of death or serious injury at the site.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).